Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a highly calcified left anterior descending artery that was 90% stenosed. A 3.5x8 xience skypoint failed to cross due to anatomy. During removal, resistance with the anatomy was also met. The device was able to be removed and another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.